Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after an occlusion alert and infusion set change, with blood glucose readings reported at 385 mg/dl and later 417 mg/dl, and subsequent reduction to 300 mg/dl after a manual insulin injection; troubleshooting identified that the short tubing on the contact detach infusion set had not been properly filled before site application, and the user was guided to replace and correctly fill the tubing and cannula. Symptoms included hyperglycemia. Outcomes included user self-management with a manual injection and temporary pump disconnection per guidance, with instructions to monitor glucose and reconnect after the advised interval. Investigation included customer care troubleshooting, infusion set replacement, and confirmation of correct tubing and cannula fill procedures. Investigation of this case revealed improper infusion set/tubing priming that likely limited insulin delivery until corrected, with no device alarms reported after re-setup. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set setup and priming. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.